Event description:
A customer saw negative shifts on quality control results with two sperate vitros valp reagent packs on two separate days on a vitros 5, 1 fs analyzer. There was no allegation of misreported pt results and no report of harm to any pts. This report corresponds to ortho-clinical diagnostics, inc.

Manufacturer narrative:
The customer saw a negative shift in vitros valp results on qc samples. The customer resolved this issue by replacing the vitros valp reagent pack and repeating controls. On the following day, they again saw a negative shift in vitros valp results on qc samples. The customer performed maintenance, replaced the reagent pack, re-calibrated and the shift was resolved. There has been no recurrence and acceptable performance has been maintained. The root cause was not able to be determined of this event. Maintenance and re-calibration with a fresh reagent pack has resolved the issue.